Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted there was a tear in the balloon's surface. No missing pieces were noted. This was a failure as balloon must not be torn. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter balloon deflated on its own and fell out of the patient after a week of use. The patient noted that a hole was present on the balloon. Per follow up information received via email on 08jul2020, it was reported that the visual inspection noted the balloon appeared burst. Further inspection noted the balloon appeared to have no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon deflated on its own and fell out of the patient after a week of use. The patient was noted that a hole was present on the balloon.